Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had multiple unsuccessful left ventricular automatic threshold (lvat) tests due to fusion beats. Additionally, review of the presenting electrogram (egm) revealed left ventricular (lv) lead pacing inhibition due to lvsense before the atrioventricular (av) delay. Technical services (ts) discussed this appeared to be crosstalk oversensing of atrial signals on the lv channel. As a result, the lv pacing percentage had decreased from 85% to 68% within the last month. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.